Event description:
On january 9th 2024, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that the scope has a distorted image. The procedure was delayed to a wait until another egd became available for use. The patient had to wait until the next available scope was finished and ready after high level disinfection. There was no patient harm or injury reported. No additional information was provided.

Manufacturer narrative:
Ref comp (B)(4).